Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed eleven scissored clips due to the misaligned condition of the jaws. Possible causes for the condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips kept scissoring when fired. The surgeon kept removing clips and tried firing again. The device continued to deploy scissored clips. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.